Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel / flange damaged. One photo was provided to our quality team for investigation. The photo depicts a fully assembled loose syringe has a significant hole located in the non-scale marking area of the syringe. The condition observed is non-conforming per product specification. The potential root cause for the damaged barrel defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4324219. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch#: 4324219. It was reported that the bd syringe 10ml ll s/c 200 barrel / flange was damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Syringes received were cracked, chipped, with holes, in pieces. Some you do not realize there is a crack until you try to draw up a med and it goes everywhere or will not draw. Item: 302995, lot: 4324219.